Event description:
The advocate stated the customer tested her blood glucose using her breeze2 meter and received a reading of 46 mg/dl. She retested using another meter and received a reading of 226 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The test strips are to be returned for eval. Replacement test strips were sent to the customer.